Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the device evaluation and legal manufacturer's final investigation. The olympus service center found the reported problem could not be duplicated or confirmed. When tested, the images met olympus standards with no error problems noted. The device did have dust accumulated inside the unit. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the b40 error could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Report #1 is identified with patient identifier (B)(6); report #2 is identified with patient identifier (B)(6).

Event description:
The intended procedure was completed with a similar device after a 25 minute delay in procedure; the patient was sedated. There was no patient injury that occurred, associated with the event.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center had a "b40" error occur during a diagnostic colonoscopy. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.